Event description:
A patient reported through the (B)(6) that the device sparked when plugged in. Evaluation summary: both returned devices and adapter had been evaluated and no defects were found. Both devices were found to be working within specifications and operated as expected passing electrical safety testing. Power adapter functioned fine. The issue reported could not be replicated. The device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. Device manufacture date: 07/2009. (B)(6).